Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose reading was 89 mg/dl. The customer stated that she rewound the pump and still received insulin flow blocked alarm. The customer was not able to upload to carelink or pro. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The device was programmed and monitored for 4 days. No unexpected battery type pump error alarms noted during testing. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device uploaded properly using carelink pro and carelink personal. The device had a scratched case and a pillowing keypad overlay.